Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lkm236 number, and no non-conformances were identified.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and barbed suture was used. While closing fascia, the needle detached at the swage while taking a second back stitch. There were no adverse patient consequences reported.